Event description:
It was reported that the device was used during a thoracoscopy. It was reported by the rep that the surgeon fired an ez45b stapler on the lung tissue. The first firing was fine. Upon reloading the stapler the surgeon could not open stapler by pushing black release button on handle. The stapler wouldn't open. The staff opened a second ez45b with the same scenario. The first firing was fine. After loading and closing the instrument with a reload, the instrument would not open. The staff opened a third ez45b. He fired it one time to complete the case. The operating room time was extended 5 minutes. There was no consequence to the pt.